Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was bent in multiple locations throughout the hypotube. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was bent in multiple locations. This type of damage typically occurs due to forceful manipulation of the ruby coil at extreme angles. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while a ruby coil was being introduced into another manufacturer's microcatheter, the ruby coil pusher assembly became bent. Therefore, the ruby coil was removed and the procedure was successfully completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.